Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ migration of essure on right side/perforation") and genital haemorrhage ("bleeding/ abnormal and heavy bleeding") in a 35-year-old female patient who had essure (batch no. 664586,676714) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, bartholin's cyst removal, ovarian cyst, menstruation prolonged, menses irregular, drug-induced pruritus, hallucination, dysfunctional uterine bleeding, left lower quadrant pain, papanicolaou smear normal, fibrocystic breast disease, hemostasis, menopause, weight gain, hot flashes, mood change, insomnia, foggy feeling in head, vaginal discharge, vaginitis, anxiety, abdominal adhesions, fibrocystic breast disease, cervical polyp, uterine leiomyoma, abortion (1 elective abortion) and miscarriage. Concomitant products included alprazolam, gabapentin and prozac. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ chronic pelvic pain") and dyspareunia ("dyspareunia") and underwent scar excision ("surgical scar revision"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingooophorectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain and scar excision outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain, scar excision and uterine perforation to be related to essure. The reporter commented: dates of insertion was (B)(6) 2010. Essure coil was inserted (with/ without difficulty) and released with 6-7coils. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: anteverted uterus with a normal contour endometrium contains fluid/debris. There is a hypsrechoic density measuring 10 x 5 x 8 mm this may represent a clot vs adhesion vs other. Pt. Had an ablation, right ovary contains a hemorrhagic appearing cyst measuring 1,3 x 1.7x 1.o cm. No spectral or color doppler seen within. Right (rt) essure seen. Left (lt) ovary surgically removed no free fluid seen; on (B)(6) 2012: impression: bilateral essure coils visualized. Bicornuate -vs- arcuate uterus. Cyst measurements referred to the largest of three cysts visualized on the right ovary. The remaining cystsmeasure t.5cmand 1.3cm. The left (lt) ovary was surgically absent; on (B)(6) 2012: complex cyst on the right ovary; on (B)(6) 2013: cryoablation performed without complications. Hysterosalpingogram - on (B)(6) 2010: right essure device exhibits a category 3 distal placement. The right fallopian tube remains patent. Left essure device is in satisfactory position and the left fallopian tube is occluded. Pregnancy test was negative. Endometrial cavity is normal. The left essure device is in satisfactory position and left fallopian tube is occluded. The right essure device is in unsatisfactory position with a category 3 distal placement and there is tubal patency noted on the right.; on (B)(6) 2010: bilateral tubal occlusion, post essure pregnancy test was negative. Endometrial cavity is normal. Fallopian tubes are occluded. Essure devices are in satisfactory position.. Pathology test - on (B)(6) 2016: final diagnosis uterus with right ovary and fallopian tube, resection: uterine leiomyomas. Adenomyosis. Benign secretory endometrium. Acute and chronic cervicitis with reactive squamous metaplasia. Benign right ovary and right fallopian tube. Ovarian follicle cysts. Hemorrhagic corpus luteum cyst. Benign paratubal cyst. No malignancy identified clinical information chronic pelvic pain gross description: patient uterus, cervix, right fallopian tube and ovary." Received is a 116 gram, 10.6 x 5.4 x 3.2 cm uterus with attached cervix. The ectocervix is 3.5 cm in diameter, and he os is patent. The endometrium is tan and up to 0.4 cm. The myometrium is pink-tan, mildly trabeculated, and up to 2.1 cm. There are intramural nodules ranging from 0.3 cm to 1.6 cm free in the container are the right adnexa. The right fallopian tube is 6.2 x 0.4 cm. There is a 0.5 cm serous fluid-filled cyst on the surface of the fallopian tube. The right ovary is 3.5 x 2.6 x 2.1 cm. In the ovary are numerous serous fluid-filled cysts ranging from 0.4 cm to 1.1 cm. The internal aspects of the cysts are smooth with no excrescences. "A1," random sections cervix; "a2," endomyometrium; "a3," uterine nodules; "a4," random sections proximal and fimbriated end of fallopian tube to include cyst on surface of fallopian tube; "as-a6," random sections. Concerning injuries reported in this case the following ones were described in patient medical records: surgical scar, pelvic pain, bleeding/ abnormal and heavy bleeding. Lot number:664586 manufacture date: 2009-08 expiration date: 2012-08. Lot number: 676714 manufacture date:2009-02 expiration date: 2012-09. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ migration of essure on right side/perforation") and genital haemorrhage ("bleeding/ abnormal and heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. 664586, 676714) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, bartholin's cyst removal, ovarian cyst, menstruation prolonged, menses irregular, drug allergy, hallucination, dysfunctional uterine bleeding, left lower quadrant pain, pap smear, fibrocystic breast disease, hemostasis, menopause, weight gain, hot flashes, mood change, insomnia, foggy feeling in head, vaginal discharge, vaginitis, anxiety, abdominal adhesions, fibrocystic breast disease, cervical polyp, uterine neoplasm, abortion (1 elective abortion) and miscarriage. Concomitant products included alprazolam, fluoxetine hydrochloride (prozac) and gabapentin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/chronic pelvic pain"), dyspareunia ("dyspareunia") and scar ("surgical scar revision"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingooophorectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain and scar outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain, scar and uterine perforation to be related to essure. The reporter commented: dates of insertion was (B)(6) 2010. Essure coil was inserted (with/ without difficulty) and released with 6-7coils. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: anteverted uterus with a normal contour endometrium contains fluid/debris. There is a hyperechoic density measuring 10 x 5 x 8 mm this may represent a clot vs adhesion vs other. Pt. Had an ablation, right ovary contains a hemorrhagic appearing cyst measuring 1,3 x 1.7x 1.o cm. No spectral or color doppler seen within. Right (rt) essure seen. Left (lt) ovary surgically removed no free fluid seen; on (B)(6) 2012: impression: bilateral essure coils visualized. Bicornuate -vs- arcuate uterus. Cyst measurements referred to the largest of three cysts visualized on the right ovary. The remaining cystsmeasure t.5cm and 1.3cm. The left (lt) ovary was surgically absent; on (B)(6) 2012: complex cyst on the right ovary; on (B)(6) 2013: cryoablation performed without complications. Hysterosalpingogram - on (B)(6) 2010: right essure device exhibits a category 3 distal placement. The right fallopian tube remains patent. Left essure device is in satisfactory position and the left fallopian tube is occluded. Pregnancy test was negative. Endometrial cavity is normal. The left essure device is in satisfactory position and left fallopian tube is occluded. The right essure device is in unsatisfactory position with a category 3 distal placement and there is tubal patency noted on the right.; on (B)(6) 2010: bilateral tubal occlusion, post essure pregnancy test was negative. Endometrial cavity is normal. Fallopian tubes are occluded. Essure devices are in satisfactory position.. Pathology test - on (B)(6) 2016: final diagnosis uterus with right ovary and fallopian tube, resection: uterine leiomyomas. Adenomyosis. Benign secretory endometrium. Acute and chronic cervicitis with reactive squamous metaplasia. Benign right ovary and right fallopian tube. Ovarian follicle cysts. Hemorrhagic corpus luteum cyst. Benign paratubal cyst. No malignancy identified clinical information chronic pelvic pain gross description: patient uterus, cervix, right fallopian tube and ovary." Received is a 116 gram, 10.6 x 5.4 x 3.2 cm uterus with attached cervix. The ectocervix is 3.5 cm in diameter, and he os is patent. The endometrium is tan and up to 0.4 cm. The myometrium is pink-tan, mildly trabeculated, and up to 2.1 cm. There are intramural nodules ranging from 0.3 cm to 1.6 cm free in the container are the right adnexa. The right fallopian tube is 6.2 x 0.4 cm. There is a 0.5 cm serous fluid-filled cyst on the surface of the fallopian tube. The right ovary is 3.5 x 2.6 x 2.1 cm. In the ovary are numerous serous fluid-filled cysts ranging from 0.4 cm to 1.1 cm. The internal aspects of the cysts are smooth with no excrescences. "A1," random sections cervix; "a2," endomyometrium; "a3," uterine nodules; "a4," random sections proximal and fimbriated end of fallopian tube to include cyst on surface of fallopian tube; "as-a6," random sections. Concerning injuries reported in this case the following ones were described in patient medical records: surgical scar, pelvic pain, bleeding/ abnormal and heavy bleeding. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.